Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, forceps could not be inserted or removed from the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event occurred due to deformation of the forceps channel, breakage of the instrument, or foreign material in the forceps channel. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to reduce/prevent occurrence of the issue: operation manual inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Operation manual: important information ¿ please read before use precautions: operation manual: inspection of ancillary equipment. Operation manual: using endotherapy accessories. Reprocessing manual: reprocessing the endoscope (and related reprocessing accessories). Reprocessing manual: reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device. In addition, the suction function did not work due to clogging of the channel tube, the adhesive on the bending section cover was cracked, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the scope connector was corroded because of chemical stress, the scope connector cover was dirty due to insufficient cleaning, the tube cleaning brush could not be inserted due to clogging of the channel tube, and the rising angle of the guidewire and the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there were scratches on the channel of the subject device. The subject device was sent to olympus for evaluation. During inspection and testing, forceps could not be inserted or removed from the device. This report is being submitted for the malfunction found during evaluation (unable to insert/remove forceps). There was no harm or user injury reported due to the event.